Manufacturer narrative:
A visual examination revealed that the balloon was separated from the shaft of the catheter. The distal tip was bent and the shaft had a bend between 61cm and 67cm from the hub. Additionally, the balloon was torn circumferentially at the distal tip and the internal wire at the other end of the balloon appeared to have been cut. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of distal tip bent was confirmed and the analysis results are consistent with the reported event of difficulty withdrawing balloon. The most probable root cause of this event is operational context as the complaint was most likely caused by procedural/anatomical factors encountered during the procedure, which limited the performance of the device.

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used during a dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure when attempting to deflate and withdraw the balloon into the endoscope, the balloon got stuck and could not be withdrawn as the balloon tip was bent. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used during a dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure when attempting to deflate and withdraw the balloon into the endoscope, the balloon got stuck and could not be withdrawn as the balloon tip was bent. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of distal tip bent. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.